Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section h4 device manufacture date. Upon investigation of the actual device used in this incident, it was determined that server was not communicating with the pyxis on the critical override. A technical support specialist (tss) logged into the care fusion coordination engine and identified it is not running, and the system service was stopped. The tss started the service, and the messages were building up and draining. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server, unable to communicate with pyxis on critical override. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported due to this event.

Event description:
It was reported by the customer that when using the bd pyxis¿ es server, unable to communicate with pyxis on critical override. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. D4 & h4: UDI and manufacturer date not available.